Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed the purple luer connector was detached and missing. Use residue was observed within the returned sample. An attempt was made to flush both lumens of the sample with a 12 ml syringe of water; however, both lumens were found to be occluded with blood residue. No leaks were observed during the attempt to infuse the lumens. A microscopic observation revealed the fracture surface of the break in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. The break itself was observed to be uneven with some plastic deformation at one location on the break surface. The tubing material of the red lumen was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. A lot history review (lhr) of rebw0268 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was found to have a broken PICC line. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0268 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was found to have a broken PICC line. No patient harm was reported.